Event description:
The suspect device showed some variations when compared with the lab. Inr was 4.5 and 4.2. Corresponding lab results were 3.3 and 3.2 respectively. No treatment alleged. The device was replaced and requested to be returned for evaluation purposes.

Event description:
The suspect device showed some variations when compared with the lab. Inr was 4.5 and 4.2. Corresponding lab results were 3.3 and 3.2 respectively. No treatment alleged. The device was replaced and requested to be returned for evaluation purposes.